Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device manager was not initializing. The customer reported that the malfunction interrupted patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device manager was not initializing. The customer reported that the malfunction interrupted patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device manager was not initializing. A technical support specialist dial into the station, verifying the structured query language (sql) recovery model as 'simple' in structured query language (sql) server management studio (ssms), repairing the application via control panel, rebooting the device, and updating the firmware from version 1.1 to 1.4, the application was running as expected. The system functioned as intended after the technical support specialist troubleshot the device.